Manufacturer narrative:
Product complaint (B)(4) h6. Component code: g07002 - device not returned this report is related to a journal article, therefore no product will be returned for analysis and the manufacturing record evaluation cannot be reviewed as the lot number has not been provided. Citation: cureus. 2024 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via a journal article: title: hypersensitive reaction of oxidized regenerated cellulose powder in total knee arthroplasty authors: yoshinori mikashima, hitoshi imamura, yoshiko shirakawa, hiroshi takagi ,ken okazaki citation: cureus. 2024 oxidized regenerated cellulose (orc powder) is a widely used biodegradable hemostatic material in the field of surgery. However, excessive foreign body reactions remain a concern for surgeons in total knee arthroplasty (tka). During the study, a case of a 70-year old woman who underwent unilateral tka using surgicel powder; ethicon (orc powder) to control perioperative blood loss was presented. Reported complication includes; patient exhibited a skin rash around her operated knee at six days postoperatively. By receiving antiallergic medication for 18 days, skin rash disappeared. Although there are several reports on the safety of orc powder, inadequate intraoperative lavage of the product may induce hypersensitive reactions such as skin rash.